Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2 vticmo 13.2 implantable collamer lens of diopter -16.50/+3.50/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, blurred vision, and residual refractive error. Reportedly " patient has a high vault ou but there have been no issues with iop. His patient also has residual refractive error od greater than os. However, the patient was at upper extreme of myopia od vs os. He is not complaining but wanted to receive some advice on following and options for the patient." The lens remains implanted. The problem was not resolved. Status of the eye: " blurry vision". The cause of the event is unknown. Cause details- "high vault". Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.5/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting and the patient complained of blurry vision. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).